Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 110mg/dl at the time of the incident. The customer reported when changing his reservoir the clear piece came off and the black o ring came. He noticed the damage 2 days ago while changing his reservoir. He was able to attach the clear piece again but when he took the reservoir out the black o ring came out. He stated that the reservoir does not have any grab when it is in the pump. The customer was advised that the insulin pump needed to be replaced and was advised to continue use of the insulin pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with missing retainer. Unable to perform displacement test due to missing retainer. Unit received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, pillowing keypad overlay and slightly peeling end cap address label.